Event description:
It was reported that in the sicu, the physician stated that the swg was too soft and easily kinked during insertion. As a result, a new kit was opened and used without issue. A delay was reported, however, no death or complications were reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).